Manufacturer narrative:
No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformance's that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, the case will be re-opened and a physical investigation will be performed

Event description:
A parent reported a low readings issue with their daughter's adc freestyle libre sensor, reporting that the customer received a sensor scan result of "6.5 [mmol/l] but when she went to the hospital and got a blood test done she was actually 65.4 [mmol/l]." The customer had been receiving sensor scan results "between 6 to 14 mmol/l" and no capillary blood glucose comparisons were done at home. The customer subsequently experienced symptoms of dehydration, vomiting, and loss of consciousness on (B)(6)2019 and was taken to the hospital, where the hcp meter blood glucose reading of 69 mmol/l was received. The customer was hospitalized is a diabetic coma for 3 days, with brain swelling and kidney failure. The specific details of treatment were not known by the reporter. There was no report of death associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A parent reported a low readings issue with their daughter's adc freestyle libre sensor, reporting that the customer received a sensor scan result of "6.5 [mmol/l] but when she went to the hospital and got a blood test done she was actually 65.4 [mmol/l]." The customer had been receiving sensor scan results "between 6 to 14 mmol/l" and no capillary blood glucose comparisons were done at home. The customer subsequently experienced symptoms of dehydration, vomiting, and loss of consciousness on (B)(6) 2019 and was taken to the hospital, where the hcp meter blood glucose reading of 69 mmol/l was received. The customer was hospitalized is a diabetic coma for 3 days, with brain swelling and kidney failure. The specific details of treatment were not known by the reporter. There was no report of death associated with this event.